Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient experienced a high blood glucose level of 500mg/dl as well as a broken battery cap. Trouble shooting is conducted and we explained the possible reasons for the high level. The device is being returned. No further information available.